Event description:
It was reported that bard silastic 18 and 20 french foley catheters, recurrence incidents of drainage issues associated with these catheters in post-radical prostatectomies patients. Cather stopped draining as intended. It was reported that the given lot# was ngjx5831.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bard silastic 18 and 20 french foley catheters - recurrence incidents of drainage issues associated with these catheters in post-radical prostatectomies patients. Cather stopped draining as intended. It was reported that the given lot# was ngjx5831. Per follow up information received via email on 06oct2025, it was reported that no sample was available. They were all mailed back to the vendor. No lot number was available. No patient harm was reported. All patients that were impacted by this device had foley replaced.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.